Event description:
As stated by the customer (B)(6) 2012: unit goes up on it's own. Stops when handset removed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.